Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 17553952 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a saber 2 mm 2 cm 150 was used however it ruptured approximately at 15 atm. Therefore it was removed from the patient and another balloon catheter was used to complete the procedure. There was not reported patient injury and the product will be returned for analysis. The lesion was the below the knee (btk) artery with heavy calcification. Additional information has been requested.

Event description:
As reported a saber 2mm 2cm 150 was used however it ruptured approximately at 15 atm. Therefore it was removed from the patient and another balloon catheter was used to complete the procedure. There was not reported patient injury and the product will not be returned for analysis. The lesion was the below the knee (btk) artery with heavy calcification. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped and it prepped normally. The product was removed intact (in one piece) from the patient. The patient is doing fine. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported, a saber 2mm 2cm 150 was used however it ruptured at approximately 15 atm, at or below rbp. Therefore, it was removed from the patient and another balloon catheter was used to complete the procedure. There was not reported patient injury and the product will not be returned for analysis. The lesion was the below the knee (btk) artery with heavy calcification. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped, and it prepped normally. The product was removed intact (in one piece) from the patient. The patient is doing fine. Additional procedural details were requested but are unknown. A device history record (DHR) review of lot 17553952 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of heavy calcification may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.